Manufacturer narrative:
Approximate age of device ¿ 1 year, 4 months. The pump remains in use supporting the patient. The replaced portion of the driveline was returned for evaluation. The evaluation of the returned portion of the driveline confirmed external fatigue damage. As a result of the damage, the underlying green wire conductor was exposed. The reported alarms would have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module. No damage to the outer jacket of the returned portion of the driveline was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Once the bionate was removed, a slight discoloration was identified on the inside of the bionate approximately 7.5 inches from the metal connector. Minor breakdown and discoloration of the metal shielding were also identified approximately 7.5 inches from the metal connector. Visual inspection identified abrasion marks and a breach in the insulation of the green wire approximately 7.5 inches from the metal connector. The wire damage appeared to be consistent with fatigue damage due to repetitive movement of the wire at this location. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received low speed advisory alarms and pump stoppages. The patient was asymptomatic during the event. The system controller log file reviewed by the manufacturer&#62688;technical services representative confirmed capture of the reported alarms and pump stoppages that appeared to occur only while the vad is connected to the power module. Submitted x-rays of the driveline were unremarkable. The patient was provided with ungrounded patient cables for use with the power module. On (B)(6) 2016, a driveline evaluation was performed by the manufacturer's technical services representatives and no open wires were found. An external driveline replacement was performed approximately 2 to 2.5 inches from the exit site and all testing was passed post repair.